Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm prograsp forceps instrument's tip was broken. There was a delay of 15 to 30 minutes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke between its tip and the body. It is unknown which surgical task was being performed at the time of the event or what the surgeon believes to be the cause of the instrument breaking. The instrument was inspected before being used and nothing unusual was observed. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure, and it did not collide with any other instruments or other hard material during the surgical procedure. There was no injury to the patient. A photo of the broken instrument was provided. Isi followed up with the initial reporter and obtained the following additional information, second response: no fragment fell into the patient and the procedure was completed without the need for conversion to open surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The image was reviewed by the failure analysis engineering (fae) team and it was found that the image showed a broken main tube with a dislodged proximal clevis. There appeared to be grey particulate under the instrument, which was likely the particulate from the broken main tube.